Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, there was transient abrupt closure. Filling defects in the left main and the left circumflex arteries were concerning for thrombus. An aspiration thrombectomy was performed with a non-bsc catheter. Post procedural results included 0% stenosis, no thrombus or perforation, and a timi flow of 3.

Event description:
(B)(6) clinical study. It was reported that abrupt closure of the vessel occurred. In (B)(6) 2015, the patient's qualifying condition was myocardial infarction within 36-72 hours. Subsequently, emergent index procedure was performed. The target lesion was located in the left main coronary artery (lmca) with 70% stenosis with a reference vessel diameter of 4.0mm and a length of 12 mm. The bifurcated lesion had moderate calcification and mild tortuosity, and then was treated with predilation and placement of a 4.00 x 24 mm promus premier¿ stent with maximum deployment pressure at 12 atmospheres. Post procedure results included 0% residual stenosis, with an abrupt closure and without thrombus or perforation. Three days post procedure, the patient was discharged on aspirin and an unspecified p2y12 antagonist.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).